Event description:
On (B)(6) 2012, a reporter the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter displayed an ''error 1'' message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1143am. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. About 5-10 minutes prior to the start of the alleged issue, the reporter claims the patient felt symptoms of shaky and had a stomach ache which he associated with low blood sugar. At that time, the patient was able to test his blood glucose on another device and obtained a result of ''58 mg/dl.'' The patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged ''error 1'' message remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.